Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic colonoscopy cauterization procedure, the video processor went off completely. Customer advised they had to power off and on to get the image back. The subject device did not present an error message. The procedure was completed with the same device. There were no reports of patient harm.